Event description:
The customer reported that an 840 ventilator had an erratic gui display. The customer reported to have replaced the graphic user interface cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The cse upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).